Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a (B)(4) female patient who had essure (batch no. E24121, e36580) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: successful bilateral placement, fluid 1200 cc deficit, not aware of further treatment at this time. Lot number: e24121, expiration date: 28-aug-2018, MFR date: 05-aug-2015; lot number: e36580, expiration date: 28-oct-2018, MFR date: 21-oct-2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.